Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection, and a system notice was received indicating that the system detected a high level of refrigerant flow during the system flush, and the system flush was stopped. The console was rebooted and the coaxial umbilical cable and balloon catheter were replaced, all without resolve. It was also reported that the temperature dropped rapidly and the pressure values were displaying abnormal behavior, including overshoots. The case was aborted while the patient was under general anesthesia. A field service visit took place on a later date, and the console was serviced as appropriate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and field service engineering report (fser) were reviewed and analyzed. Data files confirmed a system notice indicating that the safety system detected a high level of refrigerant flow and stopped the injection (#50030) at multiple applications with the catheter on the date of event. Per the fser, the mks valve on the console was replaced. Also, the console was tested and observed with no overshoot irregularities. The console passed the inspection as per specification and deemed appropriate for clinical use. In conclusion, the reported pressure and temperature issue was confirmed through testing. The console failed the inspection by the field service engineer due to a defective mks valve. The product issue reported (#50030) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.